Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4319, lot #: 20928941 description: clik x MRI anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were protruding out of her back near the anchor site. Skin breakage was noted. The patient underwent a lead explant procedure. The patient was reportedly doing well postoperatively.